Event description:
It was reported that the patient heard an alert and went to the hospital. The device was checked and it indicated abnormal lead impedance on the superior vena cava (svc) coil. It was noted there was high impedance on the svc coil. The patient was then checked at a later time and the right ventricular (rv) lead coil's impedance was unstable in addition to the abnormal svc coil impedance. The patient will be monitored via remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(4)-2014, svc coil impedance measured 201 ohms. On (B)(4)-2014, rv coil impedance measured 131 ohms.